Manufacturer narrative:
The pacemaker and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these devices as well as the returned data. The manufacturing processes for the pacemaker and the lead were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. The returned data were thoroughly analyzed. Unipolar and bipolar ventricular lead failures were documented. The trend data showed that the bipolar ventricular lead impedance values oscillated between 500 ohms and 750 ohms. A unipolar ventricular lead failure was lastly detected on (B)(6) 2023. The iegm of this episode shows what may seem loss of capture. Based on the data available for analysis, there is no indication of a pacemaker malfunction. However, the data indicate a potential damage of the ventricular lead. Should further relevant information or the lead become available for analysis, this report will be updated.

Event description:
Lead damage is suspected due to polarity switch found during outpatient visit. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.